Event description:
A tandem mobi cartridge alarm was reported by a customer during the pump's operation. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed the alarm and decided to replace the pump while the customer continued using their current one. The replacement pump, equipped with updated software, was sent to the customer, who was instructed on how to return the faulty pump. The customer was also provided with training resources and a plan to reduce the frequency of occlusion alarms in the future. The customer acknowledged and agreed to the proposed plan and was advised to call back if occlusions persist.